Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that was exchanged due to the patient being intolerant of the multifocal lens and stating "I hate the vision in this eye". Additional information was requested.